Event description:
Boston scientific received information that noise was noted on the shock channel on the right ventricular (rv) lead. Information was subsequently received that there were high shock impedance measurements. No additional information was available. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that this rv lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts for additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.